Event description:
It was reported that the patient has been experiencing increasingly severe seizures and has hit her head, fell to the floor and has now broken ribs. The patient indicated that she saw her physician in may and believes she has seen him since, but was unsure of the date. It is unknown if the increase in seizures is above the patient's pre-vns baseline. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's seizures were a normal occurrence and not more severe than usual. Device diagnostics in may 2014 were within normal limits. It was reported that the patient suffered a hemorrhage with her fall. There were no changes in medications, changes in device settings or other external factors that may have proceeded the increase in seizures. It was reported that the increase in seizures and fall were not related to vns therapy.